Event description:
A steris customer svc rep received a call from a steris sales mgr, regarding hosp. The dir of surgery had an incident where an operator removed a leaking cup of steris 20 sterilant concentrate from the shipping box. The operator received 1st and 2nd degree burns on one of their arms. The operator went to the ER and was treated with a burn cream called silver silvidene. The wound area was then wrapped for protection.